Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator replacement procedure. During procedure, it was revealed that the right ventricular lead exhibited outer insulation breach. The physician alleges that the insulation breach was due calcification in the patient's pocket. All electrical measurements remained in good standing. Since the patient was device dependent, the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.